Event description:
In june 2006, the lay-user/patient contacted lifescan alleging that she was unable to test her blood glucose because of a battery indicator on her one touch ultra meter. The medical affairs specialist mailed a letter to the patient 3 days later since she could not be contacted by telephone on two separate days. The patient alleged that the meter was showing the battery symbol, which did not allow her to test her blood glucose. It is not known when the battery issue started or what actions she took after attempting to use the reported meter. During the call with the customer care advocate (cca), she indicated that she was unable to test for about 3-4 days. On an unknown date, the patient developed symptoms of weakness, headache, and "bad vision." In 2006, the patient was seen in an emergency room (ER). A reading of "495 mg/dl" was obtained by the ER using an unidentified device. The patient was treated with 10-20 units of unspecified insulin to lower her blood glucose. Also, the patient was administered an IV for dehydration. The customer care advocate (cca) noted that the patient did not attempt to test herself before, during, or after experiencing the symptoms. In addition, the patient did not change the meter's battery per the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test herself because of the battery indicator. The patient developed symptoms, got a reading of "495 mg/dl" in the ER, and was treated for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.